Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage found on the electronic assembly. Furthermore, the device was received with a damaged battery cap.

Event description:
The customer reported that the battery cap was broken, and the insulin pump was exposed to water. The customer stated that water was spilled into the battery compartment and water under the display was observed. No further info was provided.